Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. The components were not returned for review, and condition is unknown. These devices are used for treatment. The knee was aspirated and cultures obtained were positive for infection. It has been 19 months since the previous tka surgery. The surgical notes indicate the tibial component was subluxed anteriorly. The femoral component was not solidly fixed anteriorly and laterally. Devitalized bone of the femur was removed along with the implant. An antibiotic spacer was placed into the knee for a subsequent revision surgery to be performed at a later date. Compatibility of the revised components was checked with no issues found. A complaint history search found no other reports for the part and lot combinations. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the implants caused any patient infection. A definitive root cause for the patient's condition cannot be determined with the information provided.

Event description:
It was reported that the patient underwent a two-stage revision due to infection. The first stage was on (B)(6) 2015 where components were removed and an antibiotic spacer was placed. Patient underwent second stage of the revision on (B)(6) 2014.